Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, a non bsc introducer sheath and guidewire were cross to the lesion and dilation was performed. At first inflation, it was noted that the balloon ruptured at 4atm for 4 seconds. Since there was a slight calcification, it seemed that the balloon ruptured when passing through it. The device was simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.